Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient received medication at quicker rate than ordered. The scenario had caused the customer to pull event logs and it was found that the patient had medication programmed via alaris interop and then was transferred to another nursing unit. After the change of shift, a new nurse reported the channel was off even though the nurse in handoff said pantoprazole was infusing. They went to restore infusion and saw rate of 400ml/hr which was not what was ordered. When the event logs were reviewed it looked like the pump was manually programmed after the initial interop programming, sometime between patient transfer from the ed to the unit around 06:22pm. The transfer time was at 06:03pm and around that same time is when the dc power and channel disconnect are on the event log. There was no harm to patient.

Event description:
It was reported that a patient received medication at quicker rate than ordered. The scenario had caused the customer to pull event logs and it was found that the patient had medication programmed via alaris interop and then was transferred to another nursing unit. After the change of shift, a new nurse reported the channel was off even though the nurse in handoff said pantoprazole was infusing. They went to restore infusion and saw rate of 400ml/hr which was not what was ordered. When the event logs were reviewed it looked like the pump was manually programmed after the initial interop programming, sometime between patient transfer from the ed to the unit around 06:22pm. The transfer time was at 06:03pm and around that same time is when the dc power and channel disconnect are on the event log. There was no harm to patient.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.